Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During inspection the device was found to have a damaged potentiometer on the printed circuit board. The issue could be confirmed during testing the device issue was caused by component failure.

Event description:
It was reported the device could not be calibrated. No adverse effects reported.